Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a hakim valve (ID: 823100) was implanted due to congenital hydrocephalus via a ventriculoatrial (va) shunt approximately 30 years ago with an unknown setting. The pressure setting could not be changed; therefore, the device was explanted and replaced on an unknown date. An endoscopic third ventriculostomy (etv) was performed during the explantation of the device. According to information provided, it is unknown if the patient experienced any signs and symptoms due to the device issue. The patient is in follow-up.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve (ID 823100) was returned for evaluation. Failure analysis - the position of the cam when valve was received was on setting 120 mmh2o. The valve was visually inspected; no defect was noted. The valve was hydrated leak from the cut mark on the housing. The valve passed the test for programming. No defect noted. The complaint was unconfirmed root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the issue reported by the customer could be due to improper handling of the device, at the time of investigation no programming issue was noted. The root cause for the ¿cut mark¿ is due a sharp or pointed object coming into contact with the valve in view of the cut mark on housing. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
N/a.